Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. At implant, the shock impedances were around 60 ohms. The impedance have since gradually increased to the low 100 ohm range, but recently plateaued, until the spike to out of range values of 127 ohms. At this time, the system remains in service and the patient is being monitored. No adverse patient effects were reported.